Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. On an unspecified date, the tubing set was to used to deliver unspecified medications. It was reported the proximal removable clave port of the tubing set was not tightened on the tubing set prior to clinical use. The customer contact reported that while the nurse was connecting the secure lock male adapter to the pt's IV access site, the removable clave port disconnected from the tubing set. The tubing set was replaced and the therapy resumed. There were no reported adverse effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.